Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) disconnected from the ilet and associated app while remaining connected to the dexcom app, resulting in a pairing failed alert and intermittent communication failure with the ilet. User experienced a blood glucose peak of 390 mg/dl with no adverse clinical symptoms. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including toggling sensor sources and re-entering the pairing code for the ilet. Investigation of this case revealed an interoperability problem between the ilet and the g7 consistent with intermittent communication failure, with the device component implicated in the communication path being the antenna/electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.